Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell in the toilet. He could see drops under the screen. The insulin pump had a blank display when he went to take a shower. Customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. No moisture damage was found on the motor assembly noted during our visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.